Event description:
The reporter stated that the surgeon was using a single piece toric silicone lens model aa4203tf and the lens tore during insertion. The surgeon enlarged the incision to remove a part of the lens that went into the eye and another lens was inserted, no suture required.

Manufacturer narrative:
Evaluation: a visual inspection of the returned product shows the lens has one haptic torn off and is stuck in the cartridge. The other plate haptic is torn off and missing. There is clear and reddish surgical residue on the lens. The cartridge has no visible damage. There is clear surgical residue on the cartridge. Conclusions: no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined at this time. It should be noted that the injector was not returned for evaluation.